Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The reported issue could not be duplicated, expiration pilot valve kit is suggested to be replaced.

Event description:
The hospital reported that, mechanical ventilation is not available. There was no reported patient involvement.